Manufacturer narrative:
Concomitant medical product: vedr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing venous occlusion. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.